Event description:
It was reported the pt was implanted for two years and used 3-4 volts. The neurostimulator unexpectedly stopped working. No pt injury was reported. Refer to MFR report # 9614453200804466.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.